Event description:
During a lap chole procedure the surgeon fired the first clip and everything went well. On the firing of the second clip the surgeon put the second clip partially into the jaws and noticed that there was a crack in the jaws. The cracked jaw did not fall off. An al326 was used to complete the case. There was no patient consequence. One device is being returned.